Manufacturer narrative:
Device received with blank display, problem isolated to lcd board . Unable to perform operating currents, self test, a21 error test, rewind test and displacement test or verify unexpected battery power loss due to blank display. Device received with cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a power off without low battery indicator. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.